Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a novel pacemaker system implant procedure. During the procedure, it was found that the novel right ventricular (rv) lead was exhibiting poor sensing with truncated signal. The procedure was completed using an alternate rv lead on (B)(6) 2021. The patient was stable.